Event description:
It was reported that the device could not be interrogated. Also, the device could not be interrogated by the patient's home latitude system since early october. The clinic tried different programmers and different wands without success. The patient previously had an MRI done. Technical services advised to do a magnet reset. Once done, the device was successfully interrogated. There were no adverse patient effects. The device remains implanted.